Event description:
The technician alleged the head of the bed would not lower with the cardio pulmonary resuscitation function. No pt impact.

Manufacturer narrative:
The technician adjusted the left cardio pulmonary resuscitation pedal to resolve the issue.